Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed and only the distal segment of the lead was returned. Visual analysis revealed dried blood in the lumen with an orange peel look on the insulation.the insulation had many cracks through out with discoloration from 40-60 millimeters (mm) and 72-185 mm from the tip. The insulation was separated 63-72 mm from the lead tip. There was lead on heart abrasion approximately 60-63 millimeters (mm) and 168-185 mm from the lead tip where the coils were exposed. Laboratory analysis was able to confirm the reported clinical observation.

Event description:
--

Event description:
Boston scientific received information that during a thoracotomy performed for a valve replacement, the insulation of the right ventricular (rv) lead was noted to have been torn and the coil of the lead had been exposed. The lead was then cut and was explanted and a new lead was implanted. No adverse patient effects were noted.

Manufacturer narrative:
Additional analysis from the laboratory was later performed on this lead. Visual inspection noted the exposed lead coils were likely the result of clavicle first rib abrasion. Analysis also noted that while the insulation cracks and calcifications through the lead appeared to be due to lead on lead abrasion in the heart, this type of damage involving 80a polyurethane insulation could also be consistent with repeated environmental stress cracking and oxidation overtime. The reported observations involving this lead are likely the result of such lead damage observed by the laboratory.

Manufacturer narrative:
--